Event description:
The customer reported that a charging alert occurred on the pump at nighttime, however the specific alert could not be recalled. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.